Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
During axsos ti surgery, the drill broke. The patient bone was so hard due to the cancer. The drill fragment was removed from the patient. The locking screw broke when the surgeon checked the screw locking and applied torque to the screw head. The shaft of the screw remained in the patient.

Manufacturer narrative:
The reported event that locking screw axsos 3 ti 4.0mm/l28mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
During axsos ti surgery, the drill broke. The patient bone was so hard due to the cancer. The drill fragment was removed from the patient. The locking screw broke when the surgeon checked the screw locking and applied torque to the screw head. The shaft of the screw remained in the patient.